Event description:
It was reported that this pacemaker exhibited far-field oversensing, leading to inappropriate atrial tachycardia response (atr) episodes. Reprogramming options were discussed and recommended. At this time, this pacemaker remains in service and there were no adverse patient effects reported.